Event description:
Coronary sinus catheter was placed prior to aortic valve replacement, minimally invasive thoracotomy. At the end of the procedure, the coronary sinus catheter and the introducer were removed. It was noticed that part of the catheter introducer was sheared off. Chest x-ray was taken and confirmed the tip of the introducer overlaid the right jugular vein. The pt was taken to interventional radiology where the retained part of the introducer was removed.